Event description:
The donor cornea button was ruined when the trephine blade shipped in this punch. The pt's cornea has been removed prior to preparation of the donor cornea. The pt returned for a successful cornal transplant the week of 9/7/98.